Event description:
Pt was very dizzy and unable to stand. ECG recording by ambulance shows irregular pacing at 37 bpm. No loss of pacing seen subsequently, with normal pacing check, normal check x-ray, slight increase in threshold. Pacing amplitude was increased, which caused intermittent diaphragmatic stimulation. It has been planned to reposition the unit and implant a new ventricular lead. Prior to this procedure, pt. Had another collapse with slow pulse. A check after this event again showed normal pacemaker function. During the procedure, occasional intermittent pacing pauses have been observed with existing and new lead. The pacemaker has been replaced as well. Event date is unavailable.

Manufacturer narrative:
Ous MDR. On the back of the pacemaker's housing burn marks from a surgery tool (electro cauter) were found. The sealing plugs, set screws, terminals and contact springs were undamaged and functional. There was found dried blood in the terminal and on the bottom of the set screw. No clamp mark was found on the bottom of the set screw. A noticeable clamp mark would show that a lead was connected sufficiently at least once. However, a test lead was connected reliably to the pacemaker during analysis. In the following the signal of the pacemaker has been measured. The pacing parameters measured were 70ppm / 2.28 v / 0.43 ms. The pacing and sensing functionality of the pacemaker was found to be properly. Furthermore, the memory content of the pacemaker was retrieved and corrupted data was found. After successful interrogation and programming to standard parameters the pacemaker was subjected to a complete final acceptance test, and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional. In summary, the pacemaker has been received with a lead not connected to the pacemaker anymore. The lead was from a competitor and visually investigated. Damages most likely from the extraction procedure were found. The pacemaker did not show a sign of a material or manufacturing problem. There was no indication of sensing and/or pacing problems. Blood residuals on both, the terminal and set screw were found and there was no clamp mark on the bottom of the set screw. Thus, the reliability of the connection to the lead during implantation could have been affected. However, during analysis a test lead was connected reliably without problems.